Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure when hooking up the machine. The hand piece plug fell and broke into pieces. There was no patient involvement, no patient injury, and no medical intervention required.